Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket infection. A revision was performed and the crt-d was explanted. No additional adverse patient effects were reported. The device was returned but no problem was detected.